Event description:
It was reported by service report that, the bed would not go to low height. No adverse consequences have been reported.

Manufacturer narrative:
Results: bed was out of calibration.